Manufacturer narrative:
Device was returned on 6/12/19 and investigated. The investigation results are as follows: the copplaint the v-go fell off could not be confirmed. This cannot be evaluated during the investigation process. No root cause could be determined as the complaint could not be confirmed.

Event description:
Patient wife called to advise her husband advised that the v-go device fell off. Per the patient, he prepped the location by shaving and used alcohol swabs and allowed the area to dry prior to attaching the v-go to his abdomen. Patient stated while standing he reportedly felt the v-go fall off. Patient informed me prior to this he has never experienced any issues with his v-go therapy.